Event description:
Pt implanted with an lcp volar distal radius plate on (B)(6) 2011. The plate broke postoperatively and was removed on (B)(6) 2012.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.